Event description:
Prior to the procedure, 4 grounding pads were placed on the lateral and posterior thighs of the patient bilaterally. The patient then underwent 60 minutes of up to 180 watts of radiofrequency ablation of a solid right renal mass. Upon completion of the procedure the grounding pads were removed and some redness was noted. Several hours after the procedure when the nurse was performing a skin assessment on the floor, 4 blisters were noted at the grounding pad sites. The patient did not require treatment.